Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. Detail trace analysis confirmed power system error alarm was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to connector resistance at the j6 printed circuit board. However, after disconnecting and reconnecting the internal battery connector on the j6 printed circuit board, the pump was monitored and functioned properly. No unexpected critical block and inverse critical block error alarms during our testing however, critical block and inverse critical block error alarm, line number 213 file number 30, and the motor arm cannot communicate with the main arm error are found in the formatted history file due to a software error. The insulin pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a power error detected alarm. Customer also received a pump error 4 alarm and pump error 15 alarm. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.